Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that the system did not phaco or irrigate and that there was an occlusion. The system was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported issues were not confirmed. There were not noted issues seen within the event log. However, the customer changed the battery and the channel was checked for conflicts as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 25, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Handpiece the system was examined and the reported event was not replicated. There were no error/system messages present in the event log. The company representative noted that the system was used the next surgery day and was functioning as intended with no issues. Although user error is a possible cause or contributing factor to the reported event, it cannot be determined conclusively with the information obtained. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).